Event description:
It was reported that the numbers on the customer's insulin pump were continuously scrolling when she would try to program a bolus, and a battery out limit alarm was received. The customer could not clear the alarm, which occurred after a battery change, due to the keypad issues. Her blood glucose level was 219 mg/dl. The customer stated that no significant events leading up to the keypad issue were recalled. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.